Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between december 19, 2024 ¿ december 20, 2024. H11: four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on one of the samples, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) large volume infusors under infused. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The devices were filled with 18000mg piperacillin / tazobactam and 25.3ml citrate buffer in 0.9% sodium chloride having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred between 09/22/025 - 09/26/2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.